Event description:
Following implant, the pt went through withdrawals; nausea, vomiting and couldn't eat. The physician accessed the pump reservoir. The pump was empty, but there should have been 30 ml. The physician was unsure if medication had been put in the pump or not. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).